Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, per paper by uyeama 2020 published in the journal the knee, patient was revised for peri-prosthetic fracture. Components not revised: advance primary femoral component nonporous product number: kntcnpxx lot number: ni advance all-poly patella product number: ni. Lot number: ni.

Manufacturer narrative:
No further information was received for this event.